Event description:
A shoulder arthroscopy was being performed when the trocar was introduced and there was a reading of pressure failure on the pump and water began spraying out. No further information is available and no action is expected.